Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips remote service engineer (rse) spoke to the customer and determined that the speaker assembly needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating there is a loudspeaker fault message and no sound at all even when the x3 is removed from the monitor. The device was not in use on patient at time of event, there was no adverse event reported.